Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii xenon light source received a b30 scope communication error with device endoscopes. It was also reported that the contact connector was loose at the base. The issue was found during preparation for use. It was reported that there were no patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10 of the initial report. The device was not returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was reported that the problem was resolved after cleaning the electrical contact area, so the effect of adhesion of liquid, foreign matter, etc. To the electrical contact area it is determined that b30 was displayed due to a communication error with the scope. The event can be detected/prevented by following the instructions for use which state: connect the scope connector in a completely dry state, including the electrical contacts. If it gets wet, the image may disappear or it may cause malfunction such as flickering. For regular maintenance of the output connector, use the separately sold light source connector cleaning please use the kit (maj-2087). For details, refer to the "instruction manual" of the light source connector cleaning kit. After using this product, please follow the steps below to remove stains immediately. If cleaning is delayed, organic matter dirt will solidify and become difficult to remove. Also, remove dirt regularly. Olympus will continue to monitor field performance for this device.